Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his tape was not sticking well and his set would come loose. The patient had experienced a blood glucose of 400 mg/dl last week. The patient treated via insulin pen injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.